Event description:
Covidien received info on ventilator going into a ventilator inoperative condition. The customer was not able to provide info on if malfunction occurred during pt use.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The tse recommended to run the ventilator for 24-48 hours in an attempt to duplicate the ventilator inoperative condition, then run extended self-testing (est), short self-testing (sst), and performance verification testing (pvt) prior to returning to service. Covidien was not authorized to service the device. The customer performed the recommended action, and reported that the ventilator is back in service.